Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Analysis was performed by remote service personnel. Remote troubleshooting was conducted by a philips remote service engineer (rse) in collaboration with the onsite biomed. During this process, the rse verified the parameter settings on the x2 module and provided the appropriate part identification and pricing information for the parameter board. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty parameter board. The biomed has assumed responsibility for ordering the replacement part and completing the repair. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on intellivue multi measurement server x2 indicating that it will not take spo2 measurements and there is no pulse error. The device was removed from clinical use, and the patient was moved to another device for monitoring. No adverse event to the patient or user was reported.